Event description:
It was reported by an allied health professional that the data on the long term histogram did not correctly correspond with the quicklook screen. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.